Event description:
It was reported that the patient was in pain. She had her initial surgery on (B)(6) 2009 and was revised on (B)(6) 2012.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.